Event description:
It was reported that the patient believes the device is not working. The patient states that the device goes dead and shuts off. The device has been checked by a company representative and found the device to be working normal. The patient still believes a problem exists. A follow up with the patient¿s healthcare provider revealed that the patient has been non-compliant with appointments since implant and the healthcare provider has no information on the patient¿s current condition and the condition of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).